Event description:
The manufacturer received a voluntary medwatch (mw5105707) in which it was alleged by chronic cough, eye irritation, sinus infection. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the manufacturer mentioned section d1 incorrectly, which has been updated in this report. Section d1 updated / corrected.